Manufacturer narrative:
Biomed identified the motor controller board capacitor swelled up and the v60 vent was transitioning from ac power to dc power. Biomed replaced the 3 boards (motor controller, power management and power supply) and that fixed the problem. The boards are expected to be returned for evaluation.

Event description:
The customer reported the motor controller board capacitor swelled up. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the motor controller board capacitor swelled up. There was no patient harm reported.

Manufacturer narrative:
A visual inspection of the power supply and the power management (pm) board revealed that there were no signs of damage or contamination found. A visual inspection of the motor controller (mc) board revealed that the capacitor c15 was leaking electrolyte. The electrolyte was cleaned from this unit. Cleaning the electrolyte from the motor controller board removed the short at q1 and q2. U36 and d5 were both still shorted after cleaning the electrolyte. U36 was removed and replaced as was the shorted schottky diode d5. The determination can be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was returned to failure investigation. The root cause was determined to be caused by shorted components at u36 and d5 which was caused by electrolyte leaking from c15. Cleaning the electrolyte from the mc board, q1, q2, replacing u36, and replacing d5 corrected the failure with this mc board. The returned power management (pm) board and the returned power supply were tested with no failures identified.